Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem wall adapter and charging cable, although they were advised that these are not recommended for regular use. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping. No further assistance was required as the pump began charging successfully.